Event description:
Customer states: after 14 days use on a pt at hospital, the alarm of leakage occurred. Extubation and reintubation was performed then a nurse inspected the product and confirmed the air leakage from the tube. The customer could not confirm the source of the leak. The customer stated no pt harm and confirmed pre-test was done.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned or analysis.